Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a radio frequency (rf) telemetry anomaly. Session records revealed rf internal error; all other values were normal. A device download successfully restored rf capability. No patient symptoms were noted.